Event description:
It was reported during a colon procedure, the blade tip broke off. No pt consequences. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.